Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: . No devices were received; therefore the condition of the components is unknown. Review of the device history record identified no related deviations or anomalies during manufacturing. No compatibility issues were noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-ray review by third party hcp was performed and confirms complete loosening and medial displacement of the locking bar. Bone quality is osteopenic. This complaint is confirmed via x-ray review. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Associated products: 195543 vgxp as e1 tib brg lm/rl 10x67, lot# 096770; 195808 vgxp xp e1 tib brg ll 10x63, 65817804.

Event description:
It was reported that patient felt a pain from about four months post implantation. At diagnosis, the locking bar was backed out, so a revision will be performed to replace the locking bar about two months post diagnosis.